Event description:
It was reported by service report that the foot end of the bed is stuck at mid height and will not go down due to lift housing bolts becoming loose and backing out of their threaded holes. No patient involvement or adverse consequences are reported.